Event description:
The customer states that they had run a sickle cell patient on their cell-dyn sapphire analyzer generating a wbc =88.8 k/ul result. The cd sapphire generated fp? And varlym flags alerting the user to suspect populations. The account then repeated the sample in resistance mode, yielding a wbc =10.7 k/ul result. The original result was not reported and no impact to patient management was reported.

Manufacturer narrative:
Falsely increased wbc values can occur with wbc counts of any level in sickle cell patients. The wbc count and differential can be affected in these samples due to identification of lyse-resistant sickle cells as lymphocytes. Recent studies have identified the wbc reagent supply tubing as contributing to this issue. To reduce the probability of this occurring, the tubing will be replaced on the cd sapphire analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.